Event description:
It was reported that this device battery was noted to have six years remaining in (B)(6) 2024 and most recently showed 4.5 years remaining. Since (B)(6) 2023 the battery went from 12 years to 4.5 years remaining most recently. Possible premature battery depletion was alleged. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device battery was noted to have six years remaining in august 2024 and most recently showed 4.5 years remaining. Since august 2023 the battery went from 12 years to 4.5 years remaining most recently. Possible premature battery depletion was alleged. Technical services (ts) review was needed. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device battery was noted to have six years remaining in august 2024 and most recently showed 4.5 years remaining. Since august 2023 the battery went from 12 years to 4.5 years remaining most recently. Possible premature battery depletion was alleged. The device was explanted and expected to be returned. No additional adverse patient effects were reported. To date the device was not returned despite efforts to obtain this information.